Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain and permanent injury. The patient has been forced to undergo corrective surgery. According to the physician's office, it was reported that the patient had some minor leakage of urine. All other information is unknown and unavailable.